Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigations, investigation findings, investigation conclusions), h10, h11. Corrected fields: h6 (medical device - problem code).

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) who discovered the issue replaced the touchscreen; however the issue persisted. The fse ordered the video generator board and installed the upgrade kit. Additionally, the fse installed the system software and calibrated the touchscreen. The pm was completed and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full event site name: (B)(6) medical center.

Event description:
It was reported that during a preventive maintenace (pm) performed by a getinge field service engineer (fse) the touchscreen of the cardiosave intra-aortic balloon pump (iabp) was intermittently unresponsive. There was no patient involvement and no adverse event was reproted.